Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged j702 trunk cable connector on the distribution node pca. The cause for the damaged connector was a strained trunk cable. The root cause for the strained trunk cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.